Manufacturer narrative:
Submit date: 4/25/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states there looks like there is powder in the plunger.

Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The actual sample(s) involved in the complaint event was received for evaluation. The manufacturing site received one unpackaged syringe sample with this customer report. A complete investigation was performed. Visual inspection was conducted to the quality inspection standard. A portion of the luer skirt was pressed into the face of the barrel. Damage to the plunger stop ring, resulting in large pieces of skived plastic was observed in the barrel i.d. Distortion of the finger flange and gate location of the molded barrel was also identified. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. The observed damage to the syringe barrel is caused by the molded barrel experiencing two cycles in the molding tool due to not properly ejecting from the molding tool. Potential contributing factors to incomplete ejection of the molded component from the molding tool include, but are not limited to: - the molded component not releasing from the ejection plate / core pin during the ejection step of the molding process. The molded component is mechanically pushed off of the core pin by the ejection plate. The machine is designed to stop and alarm when the program requirements are not met. - the operator not properly clearing the molding tool after a mold machine stop. Operators are trained on the proper method for clearing machine stops and line jams as part of the training certification process. The following control mechanisms are in place to prevent the occurrence and acceptance of damaged or deformed molded components during the syringe molding, assembly and packaging processes: medtronic maintains material verification processes. The resin must pass incoming inspection and certification review requirements prior to release to the floor for production. Procedures and work instructions exist for the proper handling and verification of components and the operation of the molding, syringe assembly and packaging machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. Cleaning and maintenance requirements are defined and implemented for the molding machines. The manufacture of the molded components is conducted within a validated process. Process start-up material is scrapped until the production associate confirms components meet specification requirements. Production associates are required to visual inspect and physically test molded components to specifications as defined by the quality inspection standard. Preventive maintenance and cleaning requirements are defined for the molding machines and tools to ensure process capability is maintained. During production, the assembly and packaging equipment is checked regularly to verify the equipment is functioning properly. Periodic requirements for equipment cleaning and maintenance are defined and documented. During manufacturing, associates visually inspect syringe assemblies to the quality inspection standard. A lot cannot be released unless it passes specification requirements. Based on the existing controls and the complaint history review, additional correction or containment activities are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.